Manufacturer narrative:
(B)(4) this report is being filed on an international product, list number 1a77 that has a similar product distributed in the us, list number 6e66. A retained kit of prism hbcore, list number 1a77-48 lot number 51398li00 was calibrated and calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical specificity, reference panels a (plasma pool plp) and b (serum pool sep) and a igm reference panel (ip) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The reagent kits showed normal performance without false reactive results for panel a and b and without false non-reactive results for the igm reference panel (ip). All % inhibition specifications were met and in the normal range. 106 panel members of human negative population panel were tested and distributed on both subchannels. All panel members were negative and no false reactive results were obtained. All generated data demonstrate that the performance of the prism hbcore assay, list number 1a77-48 lot number 51398li00, is not compromised. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review was performed for non-conformances and deviations associated with the affected reagent lot. This review resulted in no occurrences. The prism hbcore reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Event description:
The customer stated that they are seeing an increased number of false repeat reactive results with prism hbcore reagent lot 51398li00. Four samples generated initial and repeat reactive prism hbcore results with lot 51398li00. The samples were repeated on another analyzer with lot 54740li00 and nonreactive results were generated. There was no report of impact to patient management.